Event description:
A customer reported an issue with her freestyle flash blood glucose meter which suggests that the memory overwrite malfunction has occurred. It was reported that as the readings obtained on the meter were displayed in the incorrect unit of measurement, the customer took "too much insulin". As a result of this, it was reported that the customer was taken to the hospital where she was diagnosed with hypoglycemia. She was reportedly treated with "sweet drinks and sandwiches". There was no report of medical treatment or prescription medications taken to counteract the event. At the emergency room, her blood glucose was measured and the blood glucose readings were: less than 2 mmol/l, 3.9 mmol/l and 7.8 mmol/l. It is unk the interval of time between the readings. The customer was discharged five hrs later and there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibited the memory overwrite malfunction. Customers and retailers have been informed the fa16may2006 letter.